Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The complaint describes a series of events during the treatment of an (B)(6) year-old male patient. The patient was reported to suffer from bladder and lung cancer, for which he was treated between december 2020 and april 2021. The patient has had two bladder cancer operations via endoscopy (described as standard procedure) in december and march, and this was followed by bacillus calmette-guerin (bcg) treatments. The operations were performed at a hospital, and the bcg treatments was performed at an outpatient clinic. The patient had bladder cancer surgery in (B)(6) 2020 and (B)(6) 2021, and the lung cancer surgery in (B)(6) 2021. The first bcg treatment was the (B)(6) and the second the (B)(6). In (B)(6), after the first bladder operation, the patient was started on clean intermittent catheterization (cic) 2 times per day (morning and evening) due to high volume of residual urine. Three days after his second bcg treatment the patient died at home (B)(6). After this bcg treatment, the patient was registered to have a fever. An autopsy performed after his death revealed a vesicorectal fistula and marks in his bladder that had the same size as the urinary catheter. It has been confirmed that there was no observed damage to the bladder wall during the insertions of an endoscope or indwelling catheter at the time of the three operations. It has also been confirmed that at the last bcg treatment there was no indications of a fistula. The cause of death is stated to be "sepsis due to recto-bladder fistula originating from cic". No additional information was provided.